Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: reason of complaint: 5fu leaking out of elastomeric filter.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) sample was submitted to the manufacturer for evaluation. Through visual examination, a white residue around the filter was observed. After decontamination, no abnormalities were observed on the filter. Red dye-colored water was passed through the filter. During this evaluation, the red dye solution was observed to seep out slowly from the air vent of the filter. The reported issue was observed. A review of the device history record (DHR) was performed for the reported lot number, and no abnormalities or non-conformances were noted during the in process or final product inspection. Based on the investigation, the reported issue of leakage was observed. An approved project is in place to further address issues with filter leakage. Filter is a purchase component, and thus supplier is notified for further investigation and necessary action. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.